Manufacturer narrative:
(B)(4). The device was returned for evaluation. The device was found to not flow when the distal luer cap was removed. The reported condition was verified. Microscopic inspection revealed the cause of the no flow problem was due to micro air bubbles blocking the fluid path inside the lumen of the glass capillary. However, the cause of the air bubbles was not determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor experienced a no flow event. There was no patient involvement. No additional information is available.